Event description:
It was reported the (pcu) front case is being replaced due to the device would not turn on. There was no patient involvement.

Manufacturer narrative:
The reported issue that the pcu would not turn on and needed the front panel assembly replaced could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris pcu is typically used for treatment. The file may be closed based on the above facts. A review of the device history record showed the device had a manufacture date of 18jul2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
The reported issue that the pcu would not turn on and needed the front panel assembly replaced could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris pcu is typically used for treatment. The file may be closed based on the above facts. A review of the device history record showed the device had a manufacture date of 18jul2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
It was reported the (pcu) front case is being replaced due to the device would not turn on. There was no patient involvement.